Event description:
It was further reported that in (B)(6) 2012, the patient was admitted due to an st elevated myocardial infarction. Troponin was noted to be elevated (peak 0.44ng/ml, uln: 0.05 ng/ml). Angiography revealed that the right coronary artery (rca) was patent proximal to the mid stent and there was 80% distal edge in-stent restenosis in the mid rca stent. After treatment with a drug eluting stent, the patient was discharged 2 days later on aspirin and prasugrel.

Event description:
(B)(4). Same case as MFR ID#: 2134265-2012-00299. Same patient as MFR ID#: 2134265-2012-00268, 2134265-2012-00274. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented at the time of the index procedure due to unstable angina (braunwald class iiib). Cardiac catheterization revealed a 100% stenosed and 45mm long lesion with thrombus located in the proximal right coronary artery (rca) extending into the mid rca with a reference vessel diameter of 3.0mm. This was treated with predilation and deployment of overlapping 3.0x24mm and 3.0x28mm promus element stents resulting in 10% residual stenosis. The patient was discharged one day later on aspirin and prasugrel. (B)(6) 2012: the patient was admitted due to a myocardial infarction peri-dobutamine stress echo. An ECG showed inferior st elevation, indicating ischemia. Troponin was noted to be elevated (peak 0.07ng/ml, uln: 0.05ng/ml). Cardiac catheterization revealed evidence of 80% in stent restenosis on the distal edge of the mid rca stent. This was treated with placement of a drug eluting stent resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged 2 days later.

Manufacturer narrative:
Updated: describe event or problem, relevant tests/lab data.(B)(4)

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).